Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that it was noted on an unknown date that the tip of the screwdriver blade would no longer retain screws. It is unknown when the issue occurred. There was no patient involvement. Concomitant device: craniomaxillofacial (cmf) screw (part unknown, lot unknown, quantity unknown).

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. A device history record review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unknown event on an unknown date, it was found that the screwdriver blade needed repair from constant usage; the tip of the screwdriver blade no longer retained screws. There was no patient involvement. This report is for a matrixmandible/thorax screwdriver blade. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history lot: part number: 03.503.071. Synthes lot number: u290344. Supplier lot number: u290344. Release to warehouse date: 23-feb-2018. Manufacturing site: synthes monument. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Visual inspection: the matrixmandible screwdriver (part # 03.503.071, lot # u290344, mfg # 23-feb-2018) was received with the distal tip of the screwdriver twisted. Functional test: a functional test could not be performed since the screwdriver was returned by itself and not with any of the screws mentioned in the complaint. The complaint was not able to be replicated, however since the tip of the screwdriver is twisted the screwdriver would not be able to perform as intended. Therefore, the complaint is confirmed. Dimensional inspection: dimensional analysis was completed, the tip diameter measured 2.88 mm. This is within specification of 2.80 mm to 2.90 mm. Conclusion: the complaint condition is confirmed as the matrixmandible screwdriver (part # 03.503.071, lot # u290344) was received with the distal tip of the screwdriver twisted. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. No new malfunctions were observed during the course of this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.